Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on a stored high rate non-sustained episode that appeared to be from an external source. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.